Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, it took 17 seconds to charge the defib and the pacer output was incorrect. The complainant indicated that there was no pt involvement in the reported malfunction.